Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event.

Event description:
Report of infection following implant of mesh for incisional hernia.

Event description:
N/a

Manufacturer narrative:
Clinical evaluation: based on the review of the device history and sterilization records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirement. Based on the information provided atrium medical cannot conclude that the patient¿s symptoms were directly related to the atrium mesh that was implanted. All atrium medical mesh is provided sterile. Clinical evaluation - c-qur v-patch is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Any surgery that causes a break in the skin can lead to a postoperative infection. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Any infection may cause redness, delayed healing, fever, pain, nausea, tenderness, warmth, or swelling. Other risks for infection include the compromised patient, elderly and/or overweight patients, weakened immune systems and diabetes. Most infections can be treated successfully with antibiotic medications. Sometimes additional surgery or procedures may be required. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse reaction occur.